Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced signal loss on the dexcom continuous glucose monitor (cgm). The patient stated they were having signal loss issues and mentioned that they had a life-threatening event but did not provide event details. At the time of contact, the patient stated they had got home from seeing the doctor and did not feel well and was unable to stay on the line. Additionally, the patient had mentioned they wear an insulin pump. No additional patient or event information is available.